Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she was unable to manually prime. She stated that she had used two infusion sets and insulin would not exit the tubing with the plunger push. During the call, the customer filled a new reservoir and connected it to the original infusion set and was able to prime. Blood glucose value is unknown. The reservoir will not be returned for analysis.